Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation therapy from the drg system. Reportedly, the patient's system has been reprogramed multiple times, but the issue has not resolved. Follow up information received identified surgical intervention was taken and the patient's drg lead was replaced. Reportedly, during the procedure the physician found the lead migrated completely over the vertebral body.

Event description:
Follow up information identified the patient reported receiving effective stimulation thus far.